Event description:
A customer reported having vacuum issues during a procedure. When the treadle is depressed during "3d vitrectomy" which increases the vacuum, a system message will appear that states the request cannot be completed. During the fluid to air exchange, the eye was half-filled with fluid and half with air, some of the fluid was aspirated. The eye lost pressure for a split second. Surgery was completed using the same system with no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).